Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, the patient underwent spinal fusion surgery on the lumbar region, where only rhbmp-2 and collagen sponge were used. The rhbmp-2 collagen sponge was placed outside the cage. Post-op, patient experienced chronic pain in low back and pain and radiculopathy in legs. Severe pain and symptoms compelled patient to undergo a revision surgery.

Manufacturer narrative:
(B)(4) (leg pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: pre-op diagnosis: intractable pain. Procedure: left sacroiliac fusion, application of bmp-2, application of cancellous allografting, insertion of titanium interposition device. Pre-op notes: the patient was prepped and draped prone on the four-poster. A longitudinal incision was made down to the dorsal fascia, which was followed laterally to the medial wall of the ileum. A second longitudinal incision was made approximately 1.5 cm medial to the psis and this was followed down into the sl joint. Cautious use of curettes was used then to prepare the space within the joint proximally, distally and deep as considered safe. The patient had good bone quality, which is reassuring. The surfaces around the extra articular resection, where the cortical bone was preserved midas rex was then used to freshen this area, as deep as could be seen and then proximally and distally. A 16 mm tang was placed on the deepest portion of the extra articular recess and impacted into place. This was adjusted x 3 until good seating was obtained. This was broached with first a 14 and then a 16 and the proximal portion was tapped with a 16 tap. The entire area was filled with cancellous/bmp mixed in the following fashion. Sixty grams of crushed cancellous bone was used at 2.1 mg of bmp-2 (half a small) was mixed in the traditional fashion on the collagen sponge and then morselized and mixed into the crushed cancellous allograft. Approximately one-half of this mixture was placed in 3 ml syringes and delivered to the wound this was pushed into the deepest parts of the wound, including deep to the recess. Then a 16 mm tang was placed with excellent purchase. Additional bone/bmp was placed within the device and then over the device. The wound was closed using interrupted ethibond reattaching lumbodorsal fascia to itself, oversewing with 2 layers of running biosyn to the midline in a watertight closure, 1 layer of biosyn in the midline, 0 vicryl subcutaneously and then 2-0 vicryl subcuticular. On (B)(6) 2011: procedure: left l5/s1 transforaminal epidural steroid injection under fluoroscopy. Patient had low back pain and leg pain. On (B)(6) 2011: patient presented for office visit. Diagnosis: chronic pain syndrome. Assessment: low back pain, second surgery pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: status post l4-s1 posterolateral fusion remotely. Left l5-s1 radiculopathy. L4-s1 degenerative disc disease and underwent the following procedures: open anterior exposure of l4-s1. L4-s1 anterior lumbar interbody fusion. L4-l5, l5-s1 peek interbody spacer device. Autograft/ bmp. As per op-notes,¿ we then used a series of curettes, pituitaries, disc shavers in order to prepare the endplates for cage insertion. We obtained a lateral fluoroscopy image with the 10 trial. Once we had a good placement of the trial, we then filled the 10mm peek interbody spacer device with allograft and bmp. We then locked in the cage after confirming that there were no free disc fragment, then obtained a lateral fluoro image, which showed good position. I used a tamp in order to further place the cage posteriorly, then took a kocher and tugged on the cage to make sure it was snug. The cage did not move with pulling. We then repeated this process at the l4-l5 disc space with annulotomy, discectomy trial and ultimately placement of the peek interbody spacer device with allograft and rhbmp2.¿ the patient tolerated the procedure well without any intraoperative complications.